Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. Ths follow up medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the malfunction was duplicated and evaluation of the device found that the device did not complete a full power shut down, instead it performed a soft reset for a period of approximately four seconds. The device then fully recovered to the mode that it was in prior to the reset. It was found that configuration settings installed had become corrupted. The configuration settings were reset to factory settings to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device performed a soft reset. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing the device would turn off and restart inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.